Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that the nurse started a morphine infusion (bag of 100 mg/100ml) for a patient at a programmed dose of 7mg/hour (7ml/hour), over a period of 14 hours. However, approximately 1.5 hours after the infusion was started, the pump had an air-in-line alarm, and the nurse found that the morphine bag was empty. The device was removed immediately from service. There was patient involvement, and the patient reportedly sustained an unspecified injury. The event occurred on (B)(6) 2023 approximately between 2pm and 6pm.

Event description:
It was reported that the nurse started a morphine infusion (bag of 100 mg/100ml) at 1530 at a programmed dose of 7mg/hour (7ml/hour) with volume to be infused 100ml, over a period of 14 hours. However, at 1715, the pump had an air-in-line alarm, and the nurse found that the morphine bag was empty. The device was removed immediately from service. There was patient involvement, and the patient reportedly sustained an unspecified injury requiring transfer to higher level of care ("advanced/specialised care"). It was reported that there were no signs of leak from bag or line, the site around central venous catheter remained dry, no signs of leak. The event occurred on 19 september 2023. Although requested, additional information was not provided.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of morphine is being confirmed based on testing duplication of observed periodic unregulated flow occurring with the suspect pump module during infusing. ¿ the log analysis found the suspect pump module s/n: (B)(6)had an infusion of morphine started on the date (B)(6)2023 at the approximate time of 3:31 pm. The infusion rate was at 7ml/h with a volume to be infused (vtbi) at 100ml. Infusion duration is expected to be 14.3 hours (100ml/7ml/h). ¿ the morphine infusion stopped at the approximate time of 5:11 pm from an air in line alarm. The infusion was discontinued after the air in line alarm with a total volume calculated to have infused at 13.049ml. This value was derived by subtracting the primary volume infused (pvi) at the start of the infusion (599.126ml) from the final pvi at the stopping of the infusion (612.175ml). ¿ the infusion testing observed periodic unregulated flow occurring. The inspection identified the presence of a lifted insert on a right middle bezel boss that produced a gap between the boss and the mechanism frame on the bezel. ¿ the inspection also observed the presence of impact damage at the right iui connector on the suspect pump module and on the right upper corners of the pcu that exposed a gasket protruding out of the rear case. It could not be determined if this observed damage were related to each other and the lifted insert. H3 other text : not applicable. Device evaluated by bd